Manufacturer narrative:
Concomitant products: 459888 lead, dtba1qq ICD, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing. The lead remains in use. No patient complications have been reported as a result of this event.